Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that a (B)(6) male patient was treated. The lifevest delivered two treatments at 06:18:42 and 06:19:31 during atrial fibrillation with a rapid ventricular response (150 bpm). The rapid atrial fibrillation and oversensing contributed to the false detections. The patient was conscious but did not use the response buttons. The patient went to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4)and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. Device manufacture date. Monitor: 02/2009. Electrode belt: 12/2009. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.